Event description:
It was reported that the customer experienced a cracked and shattered touchscreen on their pump, rendering it unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. The customer attributed the damage to a fall onto the pump and was provided with a replacement pump by customer technical support (cts). The customer will use a backup insulin pump until the replacement arrives, and cts gave instructions regarding software updates, storage mode, and the return process for the damaged pump.